Event description:
Programming history for the patient was received and reviewed. During the review, an anomaly was identified. On (B)(6) 2012, the patient was initially interrogated at intended settings. The physician then performed a generator diagnostic test. Upon completion of a generator diagnostic test, the generator is intentionally programmed to standard settings, resetting the output current to 0.0ma. The physician did perform a final interrogation of the device and identified the change in settings which were then subsequently corrected. Due to the intentional change in settings as a result of a generator diagnostic test, manufacturer labeling indicates that generator diagnostic tests should only be performed in the operating room to test the generator performance and should not be performed at follow-up visits.

Event description:
It was reported by a physician on (B)(6) 2012, that he saw a vns patient the week prior and; during interrogation and diagnostics of her vns device; the generator "reset" and turned off. The physician indicated that he was able to re-program the patient's settings at that time. The physician also reported having issues with his programming system where the display screen would be "blank." This will be reported under manufacturer's report # 1644487-2012-03022. It is likely that a faulted system diagnostics test occurred during the patient's appointment, which may have resulted in the change to the patient's settings. However, attempts for programming history to confirm this event have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history.